Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that "five or so years ago" during a surgery, the patient's healthcare provider (hcp) "cut the leads, so it's just in there." It was reported the patient saw their hcp and discussed if they could "hook the leads back up and leave it in there, fix it properly and leave it, or see if she had to take it out." The outcome of the patient's appointment with their hcp was not provided. The medication being delivered via the device system was not provided.